Event description:
It was reported that the drip line connected to the sheath was allowed to run out of fluid, and the patient experienced an air embolism and st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive sheath the patient experienced an air embolism, st segment elevation, and diminished right ventricular (rv) function. Near the end post-mapping with a non-boston scientific mapping catheter inserted in the sheath an st segment elevation was observed. It was found that the drip line from the pressure bag that was connected to the sheath had been allowed to run out of fluid, constituting a user error. An air embolism was then observed on intracardiac echocardiography (ice). An attempt was made to extract air from the left atrium using a thrombectomy device and various pharmaceutical therapies. The procedure was completed successfully despite the complications. The patient was hospitalized after the procedure. The patient also displayed diminished rv function but had no neurological deficits. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.